Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon first inflation. The procedure was completed with a different device and there was no patient injury reported.